Manufacturer narrative:
The following are possible lot numbers: d4: medical device lot #: 0217876 d4: medical device expiration date: na h4: device manufacture date: 2020-08-17 d4: medical device lot #: 0239049. D4: medical device expiration date: na. H4: device manufacture date: 2020-09-17. D4: medical device lot #: 1006441. D4: medical device expiration date: na. H4: device manufacture date: 2021-01-29. D4: medical device lot #: 1146762. D4: medical device expiration date: na. H4: device manufacture date: 2021-06-30. The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-02. H6: investigation summary: one photo and ten 10ml luer-lock barrels (p/n 304157) with silicone were received in a bag labeled "bd lot #1146762". The samples were visually evaluated for foreign matter in the fluid path. Each sample appeared to be unused in the customer's manufacturing process and no foreign matter was present in the fluid path. However, in the photo received a piece of plastic that appeared to be barrel. This condition was non-conforming per product specification. Evaluation of the machine revealed that there was no deionizing system on the barrel rail of the assembly machine. This lies in conflict with other like technologies in the plant which have these systems. Potential root cause for the foreign matter defect is associated with the assembly process. The following corrective action will be taken to address the complaint. 1. A new deionizing air system will be installed on the barrel feeding rail to reduce potential foreign matter such as plastic particulate from being introduced to the fluid path. Due: 01/01/2021. No samples were provided from lots 0217876, 0239049, and 1006441. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported barrel 10cc ll w/silicone no bd logo bns had foreign matter. The following information was provided by the initial reporter: it was reported by the health professional, plastic particles are present within the syringe barrels.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown the customer's address is unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported barrel 10cc ll w/silicone no bd logo bns had foreign matter. The following information was provided by the initial reporter: it was reported by the health professional, plastic particles are present within the syringe barrels.